Manufacturer narrative:
UDI: (B)(4). Initial reporter's phone number: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor device blades were broken, the locking parts were damaged and the teflon seal was damaged and blocked. It was further determined that the device failed the following pre-tests: test for housing pin height, cutter lock, safety, temperature, sound, oil leak and rotations per minute (rpm). It was reported in the service order that the device was not working. It was unknown if the event occurred during a surgical procedure. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.